Event description:
An aneurx stent graft device was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and the vessels were unremarkable (no tortuosity and no calcification). The stent graft was implanted without issue. It was reported that upon removal of the delivery catheter the tapered tip was pulled back into the graft cover using the quick disconnect technique, however, the inner member separated from the back end of the delivery catheter. It is possible that the physician continued to pull on the delivery system after the tapered tip was fully seated into the graft cover. The physician clamped the inner member and was able to remove the entire stent graft delivery catheter from the pt. The delivery catheter was returned and the analysis has been completed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: other (inner member). Eval summary: the quick disconnect and touhy borst assembly were detached from the back end and returned separated. Proximal end of guidewire lumen was kinked immediately out of hypotube. A 3.6cm of wire lumen was extending out the end of middle member. Od of at end of middle member was rough and had evidence of glue (1cm length) on od of end of middle member. Glue only appeared to be on 2 sides of middle member - approx 180 degree separation with void/channels in between areas where glue was applied. Glue evident approx 0.5cm on entire circumference of ID of cpc insert. Middle member circumference was not uniformly sanded, with channels of un-sanded areas noted. Aside from what's noted above, the device appeared fine with no apparent kinks. Evaluation of the delivery catheter revealed the root cause could be from one or all of the following factors: insufficient sanding, insufficient glue application over the full circumference of the middle member, and per comments in the complaint text, force applied to back end when tapered tip was retracted back into the graft cover.